Event description:
I had two hernias removed, and implanted with mesh. I have severe pain that makes me cry and it hurts for me to walk straight up. I have difficult urination, it feels like my stomach is about to fall out. I have been back to the surgeon many times. He suggested that I see a gastroenterology, I did, nothing is wrong there. Please help me I'm in great pain. Reason for use: hernia.